Manufacturer narrative:
Continuation of d10: product ID 39565-65 serial# (B)(6) product type lead this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2022-jul-24, information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indi cations for use. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was over a month ago the pt kept getting a message on their controller that it could not give the pt the intensity they needed. Pt notified their medtronic rep about a month ago over the phone and when they saw the pt the rep said the pt had 3 bad leads. Ps was documenting reported event. On 2022-sep-14, the rep reported it was previously noted that pt had contacts out on her lead. Rep was unaware of the ¿3¿ specific electrodes, until they met with her on (B)(6) 2022. Rep reprogrammed around the bad contacts on that day, and she¿s receiving adequate relief. Cause is unknown. Physician not notified, because pt is currently receiving relief. Physician will be notified only if unable to capture pain with shorted electrodes. Pt will reach out if any other cause for concern. On 2022-sep-15, the rep reported high impedances.